Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. B. Braun has initiated a volunatary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have two pumps that having similar issue air accumulation error. And did some investigation and the results as follows: issue: air accumulation exceeded. Done: test/checked the water value and below the acceptable range (1100-2250mv). Two different lots for IV line set was used and the results are: IV line 363430. Lot no.: 00vl885537. Water value, min reading = 1009mv; max reading = 1048mv no patient involvement.